Event description:
On (B) (6) 2010, pt reported her infusion device would not prime. Pt stated, the infusion device just stops. Pt reported, she changed the battery to a new battery and the issue continued. Pt stated during this time, she was given insulin by the hosp; pt was admitted for surgery. Pt reported her blood glucose was as high as 491 mg/dl. Pt's normal blood glucose range is 150 mg/dl. Reviewed alert history; pt stated these errors/alerts were prior to this incident in (B) (6). Pt reported approx a day later, she was able to get the infusion device to prime and used new accessories. Pt stated that night is when her blood glucose began to become elevated while on the infusion device; pt continued to bolus with the infusion device and remained on her regular basal rates. Pt reviewed the time line of the incident and reported there was possibly insulin leaking at the luer lock of the infusion tubing or infusion adapter during the time of the elevated blood glucose. Pt stated she change the infusion tubing, insulin cartridge and the infusion adapter. Pt reported 2 days after her surgery, she was taken to ICU and her infusion device was removed. Pt stated, she was discharged on (B) (6) 2010, and switched to her backup infusion device at this time. Pt reported her blood glucose has come back to normal range. On follow up call to pt on (B) (6) 2010, she reported her blood glucose was doing well. Infusion device was replaced; requested return of the alleged infusion device for evaluation.